Event description:
Follow up to previous report (3007666314-2018-00018). Patient required revision surgery to address pain from sensor lead placement. Revision surgery to replace the lead in a different position was conducted on (B)(6) 2018. The surgery was completed with out any adverse events and appears to have addressed the issue.

Event description:
Follow up report: patient had a revision surgery to reposition sensing lead to address discomfort. During that revision surgery the insulation on the sense lead was breached, as confirmed by returned product analysis, requiring another procedure to replace it with a new sense lead.

Event description:
Physician reported that he has scheduled a revision surgery to reposition the sense lead for a patient that was implanted last fall. The patient is complaining of sharp pleural pain when he coughs. Additionally, patient noted that when the he rolls onto his side he experiences discomfort as well.